Event description:
It was reported that the left ventricular (lv) lead was causing positional phrenic nerve stimulation. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 lead implanted: (B)(6) 2009; 407645 lead implanted: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced occasional diaphragmatic stimulation from their left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.